Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nsyte autog bc needle did not retract correctly. The following information was provided by the initial reporter: needle not retracting correctly. 1 (B)(6) 2024. 1. Did any of the reported events have any impact on the patient? Additional sticks 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the reported events. Pain due to additional sticks, no other harm or negative outcome.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one packaging blister of an 18gx1.16in device from lot # 4183875. Upon investigation, only the packaging was returned and without the device that failed or representative sample further investigation cannot be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.